Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the information provided indicated that the device was used to move tissue. This is not within the intended use of the device and is most likely the cause for the reported observation. The instructions for use states: "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of: endoscopic marking; hemostasis for mucosal/submucosal defects less than three centimeters, bleeding ulcers, arteries less than two millimeters, polyps less than one and a half centimeters in diameter, diverticula in the colon, and prophylactic clipping to reduce the risk of delayed bleeding post lesion resection; anchoring to affix jejunal feeding tubes to the wall of the small bowl; as a supplementary method for closure of gi tract luminal perforations less than twenty millimeters that can be treated conservatively; anchoring to affix fully covered esophageal self-expanding metal stents to the wall of the esophagus in patients with fistulas, leaks, perforations, or disunion." The additional information indicated the user held the handle spool during advancement through the accessory channel. This is likely a contributing cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was used to move tissue, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two cook instinct plus endoscopic clipping devices. It was reported that in both instances the clip went down the scope to just move tissue because diverticulum of ampulla was in the pocket, then the clip was then pulled out, and when they went back down with that same clip that is when it was noticed that the rod was exposed. The housing unit was distant from the catheter, so that the rod was exposed, and the device seemed partially deployed [tromboning: clip housing detaches from the cath attach and remains attached to the drive wire]. They were able to deploy the clip into the body for it to pass naturally. The clip was deployed in the closed position. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.